Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states their high was attributed to having delayed changing their set and not clearing the low reservoir alarm. The customer treated the high with the pump. Troubleshoot was conducted. The customer was assisted in rewinding the pump. The customer was advised to monitor the device and call back if further assistance was needed.